Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - how many sutures broke during use on the patient? 2. - how long was the delay? Please specify in minutes. Within 30 minutes. - was there any change in the patient¿s post-operative care due to the prolonged procedure? No. - were there patient consequences? If yes, please explain. No. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cardiothoracic procedure on an unknown date and barbed suture was used. The patient was admitted for examination due to the discovery of a uterine mass over 10 years ago. On the third day after admission, the patient underwent surgery. During the surgery, the doctor used suture for suturing, but the sutures broke, which may have affected the suturing of the patient's internal tissues and the normal healing of the surgical incision, resulting in an unexpected extension of the surgery time. Afterwards, the doctor immediately replaced the suture with new one and reported the situation to the equipment department procurement personnel. No adverse patient consequences were reported. Additional information was requested.